Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that seven months after the dental implant was placed in ada site #9 of the patient's mouth, a failure to osseointegrate was observed. At the time of surgery periodontal disease,pain,swelling, and local infection were reported. Primary stability was reported to have been achieved. The implant was covered with bone and the patient presented with type ii bone quality. The device will be forwarded to the manufacturer for investigation. No operative or post-operative complicatons.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that seven months after the dental implant was placed in ada site #9 of the patient's mouth, a failure to osseointegrate was observed. At the time of surgery periodontal disease, pain, swelling, and local infection were reported. Primary stability was reported to have been achieved. The implant was covered with bone and the patient presented with type ii bone quality. The device will be forwarded to the manufacturer for investigation. No operative or post-operative complica...